Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. An external leak was detected on the header near the non-cavity ID end of the dialyzer. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon removal of the header end cap, a pe/pu sliver was identified at 190° with the dialysate ports situated at 0°. The pe/pu sliver laid across the flange, extending under the o-ring and down between the housing threads and screw flange. It measured approximately 2.0 cm in length. Further examination of the fiber bundle did not identify any damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other reported complaints against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred an hour and a half into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed between the head and body near the o-ring and header ring of the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately less than 100cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.